Event description:
It was initially reported that the patient was complaining of hoarseness and dysphagia. At the time, it was noted by the surgeon that the patient may have had these issues prior to vns and it was unclear if the issues had worsened with vns stimulation. Additional information was received on (B)(6) 2012 indicating that the generator had been disabled due to muscle tightness and swelling in the neck, which may have always been there, but now the physician felt that the vns may be interfering with his vocal cords. Per the physician, the patient had been evaluated by two separate physicians and his vocal cord was found to be partially paralyzed as a result of the tightness in his neck. The generator was re-enabled on (B)(6) 2012 to lower settings. It was noted that when the device was on 2.0ma, the patient had reduced tension in neck and shoulders and felt better with a reduction in seizures. The patient has been recommend for speech/ vocal cord therapy for the dysphonia.